Manufacturer narrative:
Concomitant medical products: 250 ml hospira bag (B)(4), lot 68-032-jt, exp 1 aug 2018, 0.9% sodium chloride; 500 ml hospira bag (B)(4) lot 71-828-fw exp 1 nov 2018 cytarabine and ns; therapy date (B)(6) 2017. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that during an infusion of cytarabine 2,505 mg/500 ml ns at 166.67 ml/hr (duration 3 hours every 12 hour) the tubing separated from the texium valve on the primary set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated from the texium valve on the primary set was confirmed. Visual inspection showed that the male luer adaptor was separated from its mating tubing. The majority of the area had insufficient solvent; however there were some solvent remnants that indicated the tubing had been previously inserted. The tubing¿s outer diameter was measured and was within specification. Functional testing was not performed due to the damage. The root cause of the separation was insufficient solvent having been applied at the tubing engagement.